Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, noise and inappropriate mode switching due to oversensing were noted. Electromagnetic interference is thought to be the source of the noise. The patient experienced no adverse consequences due to this event. Device reprogramming was suggested and the patient is stable condition.

Event description:
During follow-up, noise and inappropriate mode switching due to oversensing were noted. Electromagnetic interference is thought to be the source of the noise. The patient experienced no adverse consequences due to this event. Device reprogramming solved the issue, and the patient suffered no consequences.